Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter was damaged (broken into two pieces). The mechanical operation of the catheter shaft was kinked. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the proximal end of the sheath separated from the distal end while slitting the delivery catheter. The delivery catheter was replaced and a new delivery catheter was used to complete the implant procedure. No patient complications have been reported as a result of this event.